Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 61cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination presented no irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a hypotube break in a location that cannot enter the body occurred. The 80% stenosed, 36mm in length, 2.5mm in diameter target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.5mm x15mm quantum maverick balloon catheter was attempted to advanced; however, it was noted that the balloon shaft was fractured less than 15cm from the hub while outside the patient's body. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break that can enter the body.